Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h6. Investigation summary: "material #: 368607 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, the safety shield fell off the device. This occurred at least seven times. One incident resulted in a phlebotomist suffering a used needle stick injury. Facility post exposure protocols and testing were conducted. No further impact was reported.